Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant), h6 (health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updates received: treatment/impact: other - specify: trans-femoral amputation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The following additional event information were reviewed: components removed: n/a. Attune femoral component: yes; no. Attune femoral stem: yes; no. Attune tibial base: yes; no. Attune tibial insert: yes; no.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for arteritis stade 4 + infection of left tka. Device and procedure (relatedness). Device related: possibly. Procedure related: possibly. Date of event: 16 jul 2025. Date of implant: on (B)(6) 2022. Date of revision: no information provided. Device location: left. Treatment/impact: hospitalization (initial or prolonged): yes; was the subject readmitted to hospital: yes (readmission on (B)(6) 2025); injected medication: yes; oral medication: yes; components removed (femoral component, femoral stem, tibial insert, tibial base). Depuy synthes products used: catalog number: 150440107. Lot number: jg6793. Component type: femoral component. Description: attune knee system revision crs femoral cemented left size 7. Catalog number: 150660005. Lot number: 3733875. Component type: tibial base component. Description: attune knee system revision rotating platform tibial base cemented size 5. Catalog number: 151710706. Lot number: 9898466. Component type: tibial insert component. Description: attune knee system revision crs rotating platform insert aox size 7 6mm. Concomitant products: catalog number: 66017750. Lot number: 61441115. Component type: cement. Description: no information provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d2a: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.